Manufacturer narrative:
Concomitant products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three months post generator changeout, the patient experienced pocket infection. The entire implantable pulse generator (ipg) system was explanted. Cultures were taken. No further patient complications have been reported as a result of this event.